Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. A field service engineer found the rear of the drawer, indicating that the source of the burning odor may have originated from a malfunctioning solenoid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer malfunctioned as a result of failures in several components, including the solenoid, t-board, drawer controller board, and both retractor bands. A field service engineer replaced the damaged components and rectified the problem. The system was functional as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2022 to 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed. A field service engineer removed the drawer and found solenoid burnt, broken retractor band with the metal piece of the retractor band touching the t-board. He replaced the solenoid, t- board, drawer controller board, and both retractor bands to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system had a drawer failure and a burning smell. There were no adverse events or injuries reported based on this event.